Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure while tracking the push peg over the guidewire the guidewire became lodged at the junction between the hard and soft plastic tubing. The procedure was completed with the same guidewire and a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An external examination of the peg push device revealed the device to be without issue. A functional evaluation was performed by attempting to pass a guidewire through the delivery system. The guidewire would not pass through the barbed connector from either direction. The device was disassembled. The barbed connector was pin gauged and it was found to be partially occluded by a clear substance that formed a ring around the inner wall of the cannula. A portion of the adhesive was found to scrape from the cannula ID during the pin gauging process. The adhesive is placed on the barbed connector during the manufacturing assembly process, therefore the most probable root cause is manufacturing. A review of the device history record was performed for lot 14327843 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14327843.

Manufacturer narrative:
The exact age of the patient is unknown however in their late (B)(6). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure while tracking the push peg over the guidewire the guidewire became lodged at the junction between the hard and soft plastic tubing. The procedure was completed with the same guidewire and a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.